Event description:
It was reported that the pump battery depletes too fast and pump battery could not be charged. Customer¿s blood glucose level was 175mg/dl. Customer declined tandem technical support to follow up to confirm backup therapy method. Replacement pump was sent to the customer.